Event description:
It was reported that the ventilator was unexpected shutdown for a few second and then restarted. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was unexpected shutdown for a few second and then restarted. The ventilator was investigated on site by our field service engineer and further investigation revealed that the monitoring pc board was defective. Issue resolved by replacing the defective part. However, no part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. Monitoring handles all supervision and alarms in the system. It activates pressure reducing mechanisms, including activation of the safety valve, in case of excessive breathing system pressure.

Event description:
Manufacturer's ref.#: (B)(4).